Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had low spo2 readings. It was also reported that the device was giving spo2 readings of 80% or no readings at all. Moreover, the customer placed the sensor on herself, it gave spo2 readings of 95% and pulse rate of 60. There was no patient harm reported.